Event description:
Where eclipse version 7.1.67 is a component of system 6.5 (varis/vision - rtchart), one can copy and paste a planning plan that contains treatment fields. Since the treatment fields exist for the copy, they will immediately be visible in rt chart. One can then modify the copied "planning" fields and recalculate the plan (planning plan). However, the original "treatment" fields are not updated with the new plan parameters and calculation results. The planning fields will not contain the new plan data.